Event description:
Additional information stated the patient ¿received assistance from their doctor and their concerns were resolved.¿

Event description:
It was reported that the patient thought the implantable neurostimulator (ins) battery died. It was stated that the patient started to trouble with the implant turning off and he would turn it back on, which started 2-3 months ago. Additional information was requested, but had not been received as of the date of this report.

Event description:
Additional information received reported that the cause of the event was due to end of life. The device was to be replaced.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# l70168, implanted: (B)(6) 2000, product type lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).